Event description:
It was reported that; during removal of trio screws from a patient with the trio torque wrench and the modular tip snapped off the end. He was able to remove the piece of metal out of the wound. He used the screw driver to then remove the rest of the instrumentation. No additional time was added to the case. Surgeon was able to remove all the intended hardware.

Manufacturer narrative:
Device not returned; results: the customer reported event of a trio torque wrench tip fracture intra-op was confirmed via the correspondence with the stryker rep. Conclusion: no further investigation for this event is possible at this time as no devices and insufficient information was received.

Event description:
It was reported that; during removal of trio screws from a patient with the trio torque wrench and the modular tip snapped off the end. He was able to remove the piece of metal out of the wound. He used the screw driver to then remove the rest of the instrumentation. No additional time was added to the case. Surgeon was able to remove all the intended hardware.